Event description:
It was reported that an unspecified amount of bd maxplus¿ pressure rated extension ses with needleless connector and y-site were missing their hubs. The following information was provided by the initial reporter: "the bd max plus extension set item#I mempx5302c are packaged with the hubs either missing entirely or extremely loose."

Manufacturer narrative:
Investigation summary a complaint of set being assembled incorrectly and missing the hub, was received from the customer. 10 unopened and 1 opened sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was 1 sample assembled without the maxzero component. The 10 other samples were assembled correctly. No other defects or damages were observed on the sets. A device history record review for model mpx5302-c lot number 22099510 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed at the site. The root cause for the defect seen is accumulation of product, not following the proper assembly layout instructions, and omission of the fixture used to detect missing components.

Event description:
It was reported that an unspecified amount of bd maxplus¿ pressure rated extension ses with needleless connector and y-site were missing their hubs. The following information was provided by the initial reporter: the bd max plus extension set item# imempx5302c are packaged with the hubs either missing entirely or extremely loose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.